Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reports that the device has broken. The missing piece could not be found after the surgery. A piece of the device could be inside the patient's body.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device received is broken from around the region from where the set screw is inserted. A crack is visible propagating from the free end. Also, signs of intense usage are also visible. It was suspected that some material chipped of from the device, but it could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the pattern of breakage the failure is attributed to a combination of two factors, forces developed due to intense usage during insertion of set screw and residual stress due to repeated cycles of reprocessing which renders the material weak over a period. Both of the factors are user related. The IFU states: ¿ changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ if any further information is provided, the complaint report will be updated.

Event description:
The customer reports that the device has broken. The missing piece could not be found after the surgery. A piece of the device could be inside the patient's body.